Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a safe report where magnesium sulfate (4gm/100ml) was infused over 1 hour even though the pump was set up to infuse for 4 hours resulting in an over-infusion. The customer made an inquiry about how to distinguish what ID is assigned to a medication in the pump library. There is also mention of a tubing disconnection: details unknown.